Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of over 500 mg/dl. Customer did not state if they were using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of over 500 mg/dl. Customer reported that the insulin pump was active with auto mode. The insulin pump will be returned for analysis.